Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that after the self test, the battery had a problem. There was no patient involvement. Remote support from the customer care solution was received where the rse referred the customer to their distributor to resolve the reported issue. Further information regarding how this issue was then resolved was not available. Based on the information available and the testing conducted, there is insufficient information to determine the cause or confirm the reported issue.